Manufacturer narrative:
B3: the event occurred on an unreported date in (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal inflammation. The cause of the event, hospitalization, treatment, patient outcome and action taken with pd therapy were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient experienced a breach in aseptic technique which resulted in peritoneal inflammation. The breach in aseptic technique was not further described. The patient was hospitalized and was treated with unspecified antibiotics for the event. At the time of this report, the patient remained hospitalized and has not recovered from the event. Pd therapy was continued during the treatment. H10: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.